Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified heavily calcified coronary lesion. The 2.25 x 18 mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the anatomy and the proximal shaft separated. The sds faced resistance during withdrawal and force was applied. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: registration #. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance and difficult to remove appears to be related to the circumstances of the procedure, as it is likely the device interacted with the heavily calcified, coronary lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, likely contributed to the noted stretched guide wire exit notch, in addition to the reported difficulty removing the device. The reported shaft detachment appears to be related to the use error, as it was noted that force was applied to the stent delivery system (sds) during the procedure. The xience xpedition instructions for use specifies that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Furthermore, there was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.